Event description:
2 rods broke post-operatively. According to the complainant, the rods broke at t11 and t12. The rods were initially implanted in 1993 and explanted in 2002. The part and lot numbers were not reported and were not contained on the portion of the returned product. A dimensional analysis was performed and the rods conformed to specifications. A material assessment test was performed and the rods conformed to specifications for stainless steel. The isola spinal system is a temporary fixation device system and had a finite useful life. These rods were inplanted in 1993 and explanted in 2002. It is likely that the implants outlived their finite useful life. As stated by the package labeling, "because of the limitations imposed by anatomic considerations and modern surgical materials, metallic implants cannot be made to last indefinitely. Their purpose is to provide temporary internal support while the fusion mass is consolidating."